Manufacturer narrative:
H11: corrected data: corrected section h6 (health effect - clinical code, investigation findings, investigation conclusions).

Manufacturer narrative:
Refer to MFR report number 2015691-2021-01452 for mitral valve-in-valve even details that also took place during this procedure. The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease may have impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a patient with a 19mm surgical valve implanted in the aortic position underwent valve-in-valve procedure after an implant duration of 11 years, five (5) months, due to unknown reasons. A 23mm non-edwards transcatheter valve was implanted inside the 19mm valve. The patient also underwent valve-in-valve procedure in the mitral position during the procedure. The patient was transferred to the critical care unit in stable condition.

Event description:
Edwards received notification a patient with a 19mm surgical valve, implanted in the aortic position, underwent valve-in-valve procedure after an implant duration of 11 years, five (5) months, due to degeneration leading to slow progression of aortic stenosis over the years. The gradient across the valve was 35mmhg in 2019 and it increased to 42mmhg in (B)(6) 2020. The tavr was performed with a non-edwards valve of unknown size. The patient also underwent valve-in-valve procedure in the mitral position during the procedure. The patient was discharged to the critical care unit in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, h6 (health effect - clinical code, device codes) h11: corrected data: corrected section h6 (investigation findings, investigation conclusions), h10 (additional manufacturer narrative) refer to MFR report number 2015691-2021-01452 for mitral valve-in-valve even details that also took place during this procedure. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.